Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to high lead impedance, unstable thresholds and oversensing. It was also reported that the patient had exit block. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The impedance trend on the rv (right ventricular) pacing lead was rising and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).